Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: a review of the black box showed multiple consecutive unexplained power on reset events. The battery compartment was cracked at the threads on the side and below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery canister with a leak. The battery cap was fastened and then unscrewed a half turn leading to a reboot. The reported ¿power¿ complaint was duplicated. The battery cap was fastened again, and no further power interruptions occurred during the investigation. The pump cover was removed, and further moisture corrosion was found to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture in the battery compartment. The battery cap was allegedly not able to be tightened securely; the yellow o-ring was visible. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.